Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited noise. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient's clinic after receiving an alert notification. The allied health professional (ahp) at the clinic was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with high rate non-sustained episodes and variable impedance. Additionally, the lead had triggered an alert for out-of-range/high pacing impedance when the impedance level exceeded the programmed upper alert level. Further information indicates the patient was admitted to the hospital and reprogramming was completed. The patient was fitted for a lifevest and the high voltage therapies were turned "off" and the patient will be re-evaluated. The lead remains in use. No patient complications have been reported as a result of this event.